Event description:
Patient had precedex infusion initiated in post anesthesia care unit (pacu). Pump was set to deliver 3.4 milliliters per hour and was running for 45 minutes. Nurse reported that medication bag was dry and then questioned how a 100 milliliter bag was dry in 45 minutes. Pump said total given was 2 milliliters. Operating room (or) pharmacist came to bedside and ensured that medication bag had 100ml when it was dispensed. Anesthesia and doctor¿s team notified. Patient vitally stable but sedated. Intravenous (IV) pump taken out of service and marked for repair. Pump was tested by our health technology managment (htm), who stated they sent the pump to baxter for repair. Their testing: ran 10% over on a couple of different infusions. Manufacturer response for infusion safety management software, sigma spectrum infusion pump (per site reporter).